Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's device continued to provide shocks post mortem. The patient passed away due to cancer and not a system malfunction. The device was determined to be "faulty" and was explanted.